Manufacturer narrative:
The sample has been sent to the manufacturer and upon receipt an investigation will be done. FDA will be notified of the results upon completion of this investigation.

Event description:
Patient dressing was compromised as the dressing was coming up. After removing the dressing, lipids were noted to be dripping from a cracked spot where the butterfly hub meets the catheter. (B)(6) nnp ws called to the bedside, line was pulled per policy. PICC placed on 3/18 and broke on 3/21. Had no dressing change yet. Catheter dwell time was 3 days and alcohol based choraprep was used for site solution care.

Manufacturer narrative:
We received the catheter with non-vygon needle-free connector as a faulty sample. When flushing the returned sample, a leak occurred distal to the wing. Microscopic examination revealed that the catheter was partly torn out of fixation wing, which led to the leakage. There are various events that can lead to catheter leakage: 1.tensile force-which may be caused by: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2.mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. 3.use alcohol-based disinfectant. Based on the product incident report (pir), the customer used alcohol based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Since the customer stated that alcohol-based disinfectant was used, this may have weakened the catheter. A review of the batch history records was performed, and no deviations were found. The batches complied with its specification and were released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exemptions found. Corrective action: as the catheter worked well for 3 days before the failure occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
Patient dressing was compromised as the dressing was coming up. After removing the dressing, lipids were noted to be dripping from a cracked spot where the butterfly hub meets the catheter. Mackenzie denich nnp ws called to the bedside, line was pulled per policy. PICC placed on 3/18 and broke on 3/21. Had no dressing change yet. Catheter dwell time was 3 days and alcohol based choraprep was used for site solution care.